Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) cleaned the sample probe and performed operational and mechanical checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 3 patient samples on a cobas 8000 c702 module. The following patient samples were identified to have discrepant results from the data provided: sample 1 had an initial result of 6.8 mg/dl. The repeat result was 9.4 mg/dl. Sample 2 had an initial result of 6.3 mg/dl. The repeat result was 8.3 mg/dl. The customer was prompted to repeat the patient samples as the initial results were accompanied by a delta check flag. The repeat results were deemed correct.